Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator was 'fried' by a ham radio. It was explanted a year after implant. The patient desired neurostimulator re-implant, but the hcp was concerned about possible mental issues. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.